Event description:
Ventilator became inoperative while in pt use. No pt harm. The nellcor puritan bennett customer support engineer (cse) inspected the device, could not duplicate customer's complaint.